Event description:
It was reported that a bent needle was observed after insertion, and the customer experienced high blood glucose on (b)(6) 2026, which was treated with a correction bolus delivered via the pump.

Manufacturer narrative:
Initial 2 of. Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.